Event description:
It was reported that review of the information stored within the pacemaker showed three instances of high out of range right ventricular (rv) pacing impedance measurements that were greater than 3000 ohms. This led to the lead safety switch (lss) occurring changing the polarity to unipolar. Noise oversensing with pacing inhibition was occurring for this pacemaker dependent patient. Inappropriate ventricular tachycardia (vt) and non-sustained vt episodes were recorded due to the oversensing. The daily impedance measurements were all stable and no noise was reproduced when performing provocative maneuvers and in bipolar configuration. Subsequently the lss feature was programmed off and the patient will be followed via the remote home monitoring system and in-clinic. It was noted that the pacemaker was implanted with another manufacturer's rv lead. The noise was thought to be due to micro-axial motion of the terminal ring within the header.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that review of the information stored within the pacemaker showed three instances of high out of range right ventricular (rv) pacing impedance measurements that were greater than 3000 ohms. This led to the lead safety switch (lss) occurring changing the polarity to unipolar. Noise oversensing with pacing inhibition was occurring for this pacemaker dependent patient. Inappropriate ventricular tachycardia (vt) and non-sustained vt episodes were recorded due to the oversensing. The daily impedance measurements were all stable and no noise was reproduced when performing provocative maneuvers and in bipolar configuration. Subsequently the lss feature was programmed off and the patient will be followed via the remote home monitoring system and in-clinic. It was noted that the pacemaker is implanted with another manufacturer's rv lead. The noise was thought to be due to micro-axial motion of the terminal ring within the header. The device and lead remain in service.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.